Manufacturer narrative:
N/a

Event description:
Surgery: hallux valgus. Use of a shannon burr to make the osteotomy ; the burr broke at its extremity into the bone. The surgery duration was increased to remove the piece of broken burr. Another burr was used, the broken burr was kept.

Manufacturer narrative:
The device involved in the event was not returned to the manufacturer. Therefore, no direct evaluation or physical inspection of the product could be performed. The batch record dated 15/05/2019 was reviewed and found compliant, with no deviations reported. Based on the limited information available and in the absence of the returned device, a definitive root cause could not be established. However, considering the nature of the reported fracture at the extremity of the shannon burr during osteotomy, the most probable contributing factor is related to usage conditions, including potential contact with very dense bone during the surgical procedure. No evidence suggests a manufacturing or design defect.

Event description:
Surgery: hallux valgus. Use of a shannon burr to make the osteotomy ; the burr broke at its extremity into the bone. The surgery duration was increased to remove the piece of broken burr. Another burr was used, the broken burr was kept.